Event description:
Reportedly, the crt-d system was implanted on (B)(6) 2016. During a follow-up performed on (B)(6) 2020, high ventricular lead impedance, an elevated pacing threshold and some noisy episodes recorded in the device memory were observed. On (B)(6) 2020, a re-intervention was performed, as a right ventricular lead breakage was suspected. During this re-intervention, the crt-d device was explanted and replaced by another one. The proximal part of the right ventricular lead was cut and explanted, the distal part was capped and abandoned, and a new lead was implanted. X-rays images were performed on the day of the re-intervention, but no visible damage was observed by the physician on the abandoned part of the lead. Preliminary analysis results confirmed the reported observations as well as high rv coil continuity measurements. The observed behaviors could have resulted from a ventricular lead issue and/or a lead-ICD connection issue at ventricular level.

Manufacturer narrative:
The device involved in this case is an ICD and not a crt-d. The b5 field (describe event or problem) has been corrected as it was erroneously mentioning the wording 'crt-d'. Please refer to the attached analysis report.

Event description:
Reportedly, the ICD system was implanted on (B)(6) 2016. During a follow-up performed on (B)(6) 2020, high ventricular lead impedance, an elevated pacing threshold and some noisy episodes recorded in the device memory were observed. On (B)(6) 2020, a re-intervention was performed, as a right ventricular lead breakage was suspected. During this re-intervention, the ICD device was explanted and replaced by another one. The proximal part of the right ventricular lead was cut and explanted, the distal part was capped and abandoned, and a new lead was implanted. X-rays images were performed on the day of the re-intervention, but no visible damage was observed by the physician on the abandoned part of the lead. Preliminary analysis results confirmed the reported observations as well as high rv coil continuity measurements. The observed behaviors could have resulted from a ventricular lead issue and/or a lead-ICD connection issue at ventricular level.

Event description:
Reportedly, the crt-d system was implanted on (B)(6)2016 . During a follow-up performed on (B)(6)2020 , high ventricular lead impedance, an elevated pacing threshold and some noisy episodes recorded in the device memory were observed. On (B)(6)2020 , a re-intervention was performed, as a right ventricular lead breakage was suspected. During this re-intervention, the crt-d device was explanted and replaced by another one. The proximal part of the right ventricular lead was cut and explanted, the distal part was capped and abandoned, and a new lead was implanted. X-rays images were performed on the day of the re-intervention, but no visible damage was observed by the physician on the abandoned part of the lead. Preliminary analysis results confirmed the reported observations as well as high rv coil continuity measurements. The observed behaviors could have resulted from a ventricular lead issue and/or a lead-ICD connection issue at ventricular level.

Manufacturer narrative:
The reporter information (e1, e2, e3 and g3 fields) has been corrected. Preliminary analysis of the returned device did not reveal any device malfunction.